Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. Additional information clarified both the ra lead and the right ventricular (rv) lead were found fractured due to clavicular crush. As return, the patient underwent a surgical revision wherein both leads were extracted and replaced with alternates.